Event description:
Related manufacturer report # 2916596-2021-00044.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , confirmed wire damage that would have contributed to the pump stop events that were captured in the submitted log files. In addition, the report of the external portion of the driveline being taped in several places could not be confirmed through this evaluation, as the external portion of the driveline was not returned. The submitted log files captured a transient pump stop on (B)(6) 2021 while the system was supported by a mobile power unit (mpu). Additional pump stops were captured on (B)(6) 2021 and (B)(6) 2021 while the system was supported by external battery power. The corresponding low speed advisory, low speed hazard, and low flow hazard alarms were active during the pump stop events. Based on past experience with the heart mate ii lvas and similar reported events, the log file data appears consistent with a potential driveline issue. The pump was returned with the driveline cut approximately 2¿ from the pump housing. The distal end of the driveline was not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. Approximately 3.5¿ of the sealed outflow graft was returned attached to the outflow elbow, which was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief and sealed outflow bend relief collar were returned detached from the device. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Visual examination of the pump's blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. Electrical continuity testing of the driveline found all wires to be electrically intact. The outer jacket and metal braided shield appeared unremarkable. Microscopic examination of the underlying wires revealed a breach to the green wire approximately 1" from the pump housing. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The testing revealed additional breaches to the black and brown wires approximately 0.5" from the pump housing. The pump stoppages captured in the submitted log files could have resulted from a short-to-shield if any of the exposed wires contacted the metal braided shield while operating on a grounded power source (power module with grounded patient cable or mobile power unit). These stoppages also could have resulted from a phase-to-phase short if the exposed conductors of any two wires from different motor phases made direct contact with each other or simultaneous contact with the braided shield while the system was operating on an ungrounded power source (external battery power or a power module with an ungrounded patient cable). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), and patient handbook are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿, which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing this event.

Event description:
The patient presented to the hospital on (B)(6) 2021 for a follow-up. Log files showed 3 speed drops while on battery power. The patient underwent a pump exchange from heartmate ii to heartmate 3 on (B)(6) 2021. The patient was still in the intensive care unit as of (B)(6) 2021.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the patient experienced a short alarm on his controller while at home and connected to the mobile power unit (mpu). The patient presented to the hospital where log files were retrieved. The log files noted a short pump stop on (B)(6) 2021 at 09:06:47. No further events were noted in the log file. The pump stop could be related to a short to shield. The patient was to receive a non-grounded cable to prevent further pump stops while connected to the power module. An x-ray of the driveline was to be performed on (B)(6) 2021. Log files were provided. The account reported that the external part of the driveline was taped at several places. It was reported that the serial number of the mpu was unavailable. The mpu was functioning well and had no issues. An x-ray if the driveline was performed. X-rays were provided for analysis. No further incidents were observed besides the one pump stop that occurred. The patient was asymptomatic and discharged home. The patient received a power module with ungrounded cable. The account had no specific plan for follow-up. The account planned to observe the situation.